Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where the physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
The patient has no plans to do another attempt for removal at this time.no further investigation can be performed. H6 result code updated to 3221. H6 conclusion code updated to 4311.